Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a broken grip cable making it incapable of cutting. One grip cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it was not damaged. The cable segment stuck out at wrist. Other cables at wrist were not damaged. Additional observation not reported by site was main tube damage. Engineering found a crack near the distal end of the main tube. Instrument passed electrical continuity test. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the monopolar curved scissors (mcs) instrument were unable to cut anymore. No patient harm, adverse outcome or injury was reported.